Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. The reporter alleged that the pump was losing power intermittently. It was noted that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 02/06/2015 with the following findings: a review of the pump¿s black box history showed no evidence of power reboots occurring. Visual inspection revealed that the battery compartment was cracked near the threads, above the bumper pad, and below the bumper pad. The returned battery cap threads were found to be stripped and the cap was not able to be fully secured to the pump; power reboots occurred with the returned battery cap. A test battery cap was able to be carefully secured to the pump and was used to complete a 24 hour duration test with no power interruptions occurring. The pump case was removed and no evidence of moisture or damage was found to the power circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 02/06/2015 with the following findings: a review of the pump¿s black box history showed no evidence of power reboots occurring. Visual inspection revealed that the battery compartment was cracked near the threads, above the bumper pad, and below the bumper pad. The returned battery cap threads were found to be stripped and the cap was not able to be fully secured to the pump; power reboots occurred with the returned battery cap. A test battery cap was able to be carefully secured to the pump and was used to complete a 24 hour duration test with no power interruptions occurring. The pump case was removed and no evidence of moisture or damage was found to the power circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.